Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that the patient visited the emergency room (ER) for diabetic ketoacidosis (dka). The patient's blood glucose levels reached 28 mmol/l (504 mg/dl) while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia, vomiting and an irritated pod infusion site. The patient was treated with an intravenous fluids at the ER located at (B)(6) hospital. The patient was transferred to the children's hospital (B)(6) via ambulance for an appointment the patient made prior to the ER visit.